Event description:
The device was returned to the manufacturer for analysis because of no telemetry after 23 months implant duration.

Manufacturer narrative:
Final device analysis results revealed broken welds at bond wire pads.